Event description:
The customer reported being hospitalized due to high blood glucose over 300mg/dl, and she was treated with insulin. The customer stated that she had a respiratory infection which led to her diabetes ketoacidosis. The caller was experiencing light headed and dizzyness. The customer mentioned that she was also sick and tired. The customer was released after four days. Troubleshooting was performed. The time, date, settings, and programming were correct. Reviewed the alarm history and found battery out of limit and off no power alarms. Ran a fixed prime test and the insulin did exit. Advised the customer to call back when the tubing clamp arrives to complete testing. Instructed the customer to remove the cannula, and it was not bent or occluded. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.